Event description:
The patient experienced overdose with a symptom of drowsiness. The symptom occurred after a programming session. The reporter was unsure if the drowsiness was related to the pump. At the time of the report, the patient was home. Drug delivered via the system was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8711, serial#: (B)(4), implanted: (B)(6) 2006, explanted: unk.